Event description:
Memory lens had been implanted in a pt's left eye in 2000, has opacified. No visual acuity info was reported. The dr is not planning on explanting the lens at this point in time and the dr stated that the pt's condition was stable.